Manufacturer narrative:
Investigation: a used optia set was returned for investigation of hemolysis. The set was not packed on ice and the waste bag and vent bag were returned with the set. Visual inspection for kinks, occlusions, missing parts, mis-assembly or leaks which may have contributed to the reported incident did not reveal any abnormalities. All pressure sensors were inspected and determined to be functioning properly. A wear mark/line on the top edge of the lower hex was identified adjacent to the small clear tubing would indicate the set was loaded in the most optimal position. The set contained fluid in the waste bag and the tubing was sealed off. There was also fluid in the vent bag as well. Further analysis of the set was performed by hanging the waste bag and vent bag on the machine. After approximately 2 hours, the rbc in the vent bag settled to the bottom of the bag. As for the waste bag, the fluid remained yellow with no rbc settling. There was no evidence of any occlusion or manufacturing defects noted in the inlet port of the channel. The product in the waste bag and vent bag were taken to be tested. Per follow-up with the customer, "the patient's hemolysis could not be explained by her underlying condition of nmda receptor encephalitis. Her hemoglobin was stable and hemolysis labs were not abnormal before or after the day of hemolysis noted during tpe (with the exception of the increase in plasma free hemoglobin on the day of procedure as noted). Hemolysis due to passive transfer of antibody through ivig was also not suspected as the ivig was administered 10 days prior to this event, the patient is blood type o and there was not a positive dat." Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported possible hemolysis during a therapeutic plasma exchange (tpe) on a spectra optia device. Per the customer, the operator observed pink to red-colored plasma in the cassette and waste line/bag, until approximately one quarter of the way through the procedure, when the plasma began to normalize to light yellow in color and cleared on bottle 3 of 4. The device did not alarm and there were no issues with loading. A custom prime was performed with 0.9 normal saline (ns), which was reportedly verified during the procedure. The possible hemolysis was observed in the cassette, waste line, and waste bag. The customer stated that the patient has no history of hemolysis that the patient's disease state and/or medication did not contribute to the possible hemolysis. It was reported that there were no issues loading the set, no access-related problems, and no clotting observed in the tubing or set. The central venous catheter (cvc) lines did not have clamps, and no visible defects or kinks in the tubing or set were observed. Patient outcome is unknown, however, it was reported that no medical intervention was required. The customer did an additional tpe on same patient using same machine (B)(6) 2024 and no hemolysis noted.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Corrected information is provided in a.2. Investigation: a used optia set was returned for investigation of hemolysis. The set was not packed on ice and the waste bag and vent bag were returned with the set. Visual inspection for kinks, occlusions, missing parts, mis-assembly or leaks which may have contributed to the reported incident did not reveal any abnormalities. All pressure sensors were inspected and determined to be functioning properly. A wear mark/line on the top edge of the lower hex was identified adjacent to the small clear tubing would indicate the set was loaded in the most optimal position. The set contained fluid in the waste bag and the tubing was sealed off. There was also fluid in the vent bag as well. Further analysis of the set was performed by hanging the waste bag and vent bag on the machine. After approximately 2 hours, the rbc in the vent bag settled to the bottom of the bag. As for the waste bag, the fluid remained yellow with no rbc settling. There was no evidence of any occlusion or manufacturing defects noted in the inlet port of the channel. The product in the waste bag and vent bag were taken to be tested. A minimal plasma free hemoglobin concentration was observed in both the waste bag and in the cassette/vent bag. The reported patient free hemoglobin concentration was higher than the free hemoglobin concentration observed from the set in the returned goods laboratory. It is important to note that analysis of the disposable occurred 18 days after the procedure date, and the disposable and products were not sent in red cell-sparing conditions, indicating that the hemolysis present in the set at the time of analysis in the returned goods lab is likely to be more elevated than it was the day of the procedure. Additionally, the rbc concentration observed in the cassette/vent bag suggests that rbc spillover occurred, which the hospital staff likely mistook for hemolysis in the cassette and waste bag. Per follow-up with the customer, "the patient's hemolysis could not be explained by her underlying condition of nmda receptor encephalitis. Her hemoglobin was stable, and hemolysis labs were not abnormal before or after the day of hemolysis noted during tpe (with the exception of the increase in plasma free hemoglobin on the day of procedure as noted). Hemolysis due to passive transfer of antibody through ivig was also not suspected as the ivig was administered 10 days prior to this event, the patient is blood type o and there was not a positive dat." A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause for hemolysis could not be determined but it is likely due to one or a combination of the possible causes listed below: patient's underlying disease state. Patient's medication and/or medical treatment. Kinked inlet line resulting in rbcs exposed to pressure drop in inlet line. Return needle inner diameter not compatible with return line resulting in rbcs exposed to pressure drop. Inlet pressure sensor (ips) incorrectly measures pressure in inlet line due to component deterioration damage or sensor calibration.

Event description:
The customer reported possible hemolysis during a therapeutic plasma exchange (tpe) on a spectra optia device. Per the customer, the operator observed pink to red-colored plasma in the cassette and waste line/bag, until approximately one quarter of the way through the procedure, when the plasma began to normalize to light yellow in color and cleared on bottle 3 of 4. The device did not alarm and there were no issues with loading. A custom prime was performed with 0.9 normal saline (ns), which was reportedly verified during the procedure. The possible hemolysis was observed in the cassette, waste line, and waste bag. The customer stated that the patient has no history of hemolysis that the patient's disease state and/or medication did not contribute to the possible hemolysis. It was reported that there were no issues loading the set, no access-related problems, and no clotting observed in the tubing or set. The central venous catheter (cvc) lines did not have clamps, and no visible defects or kinks in the tubing or set were observed. Patient outcome is unknown however, it was reported that no medical intervention was required. The customer did an additional tpe on same patient using the same machine (B)(6)2024 and no hemolysis noted.

Event description:
The customer reported possible hemolysis during a therapeutic plasma exchange (tpe) on a spectra optia device. Per the customer, the operator observed pink to red-colored plasma in the cassette and waste line/bag, until approximately one quarter of the way through the procedure, when the plasma began to normalize to light yellow in color and cleared on bottle 3 of 4. The device did not alarm and there were no issues with loading. A custom prime was performed with 0.9 normal saline (ns), which was reportedly verified during the procedure. The possible hemolysis was observed in the cassette, waste line, and waste bag. The customer stated that the patient has no history of hemolysis that the patient's disease state and/or medication did not contribute to the possible hemolysis. It was reported that there were no issues loading the set, no access-related problems, and no clotting observed in the tubing or set. The central venous catheter (cvc) lines did not have clamps, and no visible defects or kinks in the tubing or set were observed. Patient outcome is unknown, however, it was reported that no medical intervention was required. The customer did an additional tpe on same patient using same machine (B)(6) 2024 and no hemolysis noted.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a used optia set was returned for investigation of hemolysis. The set was not packed on ice and the waste bag and vent bag were returned with the set. Visual inspection for kinks, occlusions, missing parts, mis-assembly or leaks which may have contributed to the reported incident did not reveal any abnormalities. All pressure sensors were inspected and determined to be functioning properly. A wear mark/line on the top edge of the lower hex was identified adjacent to the small clear tubing would indicate the set was loaded in the most optimal position. The set contained fluid in the waste bag and the tubing was sealed off. There was also fluid in the vent bag as well. Further analysis of the set was performed by hanging the waste bag and vent bag on the machine. After approximately 2 hours, the rbc in the vent bag settled to the bottom of the bag. As for the waste bag, the fluid remained yellow with no rbc settling. There was no evidence of any occlusion or manufacturing defects noted in the inlet port of the channel. The product in the waste bag and vent bag were taken to be tested. Per follow-up with the customer, "the patient's hemolysis could not be explained by her underlying condition of nmda receptor encephalitis. Her hemoglobin was stable and hemolysis labs were not abnormal before or after the day of hemolysis noted during tpe (with the exception of the increase in plasma free hemoglobin on the day of procedure as noted). Hemolysis due to passive transfer of antibody through ivig was also not suspected as the ivig was administered 10 days prior to this event, the patient is blood type o and there was not a positive dat." A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.